Event description:
Boston scientific received information that this patient presented to the implant procedure from the cardiac care unit in stable condition after having an out-of-hospital sudden cardiac death event; the patient's other co-morbidities were unknown. Anesthesia was started the patient became unstable and developed ventricular tachycardia (vt). Multiple external shocks were delivered which converted the arrhythmia, but then the vt would spontaneously reoccur. The patient started to decompensate and code prior to the implanting physician gaining venous access. However, in an effort to try to stabilize the patient, the physician did implant right atrial (ra) and right ventricular (rv) transvenous leads to provide pacing support. The patient died prior to the generator being handed off to the physician for implant. The leads remained implanted post-mortem.

Manufacturer narrative:
(B)(4). As no further information is currently available this event is being closed. This event will be updated if additional information is provided.